Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 5 of 6. Consumer reported upon removal of six tampons the pledget fell apart into pieces. In all cases, she manually removed the pledget pieces from her vaginal cavity. In one instance, one piece expelled during intercourse. She consulted with her doctor over the phone and was advised since she didn¿t have symptoms that she was fine. She did not require a medical visit.